Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that the left ventricular lead was capped an replaced during generator change on (B)(6) 2021 due to loss of capture. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with the left ventricular lead exhibiting high capture thresholds in all vectors. No interventions were reported. The patient was stable.